Event description:
It was reported that after the circulating nurse opened the package, the hand-washing nurse took the stent out of the package. After cutting the tail thread as instructed by the doctor, they found that the indwelling stent was bent in one place. After the circulating nurse confirmed that it was unusable, they put it back.

Manufacturer narrative:
The reported event is unconfirmed. Visual: the sample was provided with the original bard inlay box and pouch and placed inside a large ziploc bag. Visual requirements per cs-7505-xx state to use unaided eye at 12" to 18" under normal room lighting unless otherwise noted. Dimensional requirements per vd-7505-xx state the od to be 0.079" ± 0.002", tip ID 0.043" ± 0.002", and guidewire to be 0.038" when evaluating the sample, it could be seen that the suture and pigtail straighter had been removed from the sample. A defective bend that was reported could be located, other that what would be the form the stent takes after being packaged for a period of time. The form did restrict the use of the sample. The sample passed the dimensional requirements per cd-7505-xx. The od measured at 0.0801" using laser micrometer. The ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed thorough the sample without any hesitation. Also received 2 photo samples. First photo sample shows top view of catheter on product packaging. Second photo sample shows zoomed in location of potential bend. Based on photo and physical sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Risk, labelling, and DHR review is not required as the reported event is unconfirmed. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the circulating nurse opened the package, the hand-washing nurse took the stent out of the package. After cutting the tail thread as instructed by the doctor, they found that the indwelling stent was bent in one place. After the circulating nurse confirmed that it was unusable, they put it back.